Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, peeling address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was flushed. The customer's blood glucose level was 268 mg/dl. The insulin pump will be returned for analysis.